Event description:
The customer observed elevated alinity I stat high sensitive troponin-I results for patient samples. The customer performed a study on samples from november 2023 and noted 27 samples generated elevated alinity I stat high sensitive troponin-I results that were then negative after peg precipitation testing. The sex of the patients in the study were not available. Based on the study performed, the customer believes the elevated results may be due to the presence of macrotroponin. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed elevated alinity I stat high sensitive troponin-I results for patient samples. The customer performed a study on samples from (B)(6) 2023 and noted 27 samples generated elevated alinity I stat high sensitive troponin-I results that were then negative after peg precipitation testing. The sex of the patients in the study were not available. Based on the study performed, the customer believes the elevated results may be due to the presence of macrotroponin. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication of any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends for the alinity I stat high sensitive troponin-I reagent. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 54274ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 54274ud00 was identified.